Event description:
The report indicated that approximately 2-3 minutes into cardiopulmonary bypass, "black" blood was noted exiting the arterial port. The device was changed out with no pt injury. The clinician reviewed the connections to the heart lung machine and blender with no anomalies noted.